Event description:
Report received of a nondelivery. The pump was programmed to deliver an unspecified concentration of cisplatin. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that there was no fluid dripping in the drip chamber and "fluid was swishing around in the cassette but not moving forwarded." Reportedly, the pump display indicated that 250ml had been delivered but the bag was still full. The pump was removed from clinical service. Therapy was resumed with a replacement pump. There were no reported adverse pt effects.